Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a mandrel was broken off in the connector.

Manufacturer narrative:
(B)(4). D10 - products have been returned to biomet UK ltd for evaluation and forwarded to the complaints product evaluation engineer for investigation. G3 - report source, foreign - event occurred in (B)(6). A previous investigation has been carried out on the reported event and is captured within (B)(4) from (B)(4). The reported event has been assessed for severity of harm. No harm has been reported, therefore, this gives a severity level of 1-negligible as per applicable (B)(4). Visual inspection confirmed the reported event, the weld failed due to lack of fusion on the weld joint at the point where the two part faces meet. Root cause: lack of fusion of the weld joint caused the instrument fracture that was likely accelerated by repeated use. The risk associated with the reported event is documented in (B)(4) revision 6 (oxford pk cemented instrument - input-output risk table). Line 2.2.1.4 improper design: mechanical incompatibility between instruments: impossible to use instruments or utilization of inappropriate instruments or instrument breaks/deforms. The reported severity score does not exceed the residual risk documented in this risk file. The item is covered by CAPA, ca-04950 that investigates the issue with the weld. The occurrence of the issue is investigated as part of the CAPA process. The root cause, inadequate weld, given in the CAPA remains the same. A complaint history search for past 3 years has found 7 similar complaint for the item. A review of manufacturing history records does not show any abnormalities or deviation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a mandrel was broken off in the connector.